Event description:
It was reported that the lead had high thresholds and was not pacing. An x-ray determined that the lead had dislodged. Due to the thickness of the patient's vein, the physician felt the lead was easily dislodged. The lead was explanted and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.